Manufacturer narrative:
The force bipolar instrument was analyzed and found to have a bent grip from the base. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted intraperitoneal onlay mesh (ipom) ventral hernia surgical procedure, the wrist bracket came off the instrument while in use. There was no report of fragment falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected and fully functional for a portion of the case. During use, it was reported to me by the staff and surgeon that the bracket came off and they immediately replaced it with a different one to finish the case. Nothing fell off into the patient and the case was able to continue without delay.